Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urinary drain bag would not drain properly. Allegedly, the tube insert was not cut properly, subsequently urine did not flow into the bag.

Manufacturer narrative:
The reported issue (it was reported that the urinary drain bag would not drain properly. Allegedly the tube insert was not cut properly, so the urine could not flow into the bag) was confirmed, as a manufacturing related issue. During the evaluation of the sample, it was noted that urine residues remained in the lower part of the bag and would not go through the outlet tube. The bag was cut in order to verify the occlusion and it could be confirmed that the perforation was missing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." Correction: concomitant medical products and device evaluated by MFR.

Event description:
It was reported that the urinary drain bag would not drain properly. Allegedly, the tube insert was not cut properly, subsequently urine did not flow into the bag.